Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited high capture threshold. The lead was observed under x-ray imaging and was found to be dislodged. The physician attempted to reposition the lead, but helix was not able to retract. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment, inadequate capture, and a helix mechanism issue. The final analysis found that as received, a complete lead was returned. The reported event of a helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.